Event description:
Caller reported a malfunction on the pump with a malfunction code displayed as malf 0 and a fault ID of 0x277d. There was no information provided regarding any impact on the customer¿s blood glucose level. Cts provided the caller with pump reset information and assisted in resetting the pump. After resetting, the malfunction did not recur, and the customer was informed they could continue using the pump and should call back if any issues arise.